Event description:
It was reported that upon insertion of a screw, the ring pivoted off center. The screw captured while ring was rotated. Plate remains implanted. Patient outcome: no adverse effect reported as a result of this event.